Event description:
It was reported that an implanted pacemaker could not be interrogated. A failure message appeared on the programmer. Normal pacemaker function could not be achieved. With magnet applied, the pacing rate was 91 bpm. The device was explanted and replaced. No further complications have been reported due to this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an implanted pacemaker could not be interrogated. A failure message appeared on the programmer. Normal pacemaker function could not be achieved. With magnet applied, the pacing rate was 91 beats / minute. The device was explanted and replaced. No further complications have been reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Corrected initial reporter and facility country codes. Corrected user facility occupation code. Corrected operator code. Evaluation summary: (B)(4): preliminary analysis of the memory dump revealed the device performed 19 full resets and the serial number cleared. Upon further analysis, the reported condition of multiple full resets was confirmed. The reported condition of no telemetry when using a 2090 programmer was not confirmed. Electrical analysis found the cause of the resets was due to a solder bridge between the two pads of a microprocessor. These two signals are address lines between the microprocessor and external sram. When shorted, a spike in current drain occurs when each address line is driven to opposing logic levels during access to certain external sram addresses. The current drain spike pulls the battery voltage down, resulting in device resets.